Event description:
We received an allegation of discrepant inr results for 1 patient testing with coaguchek xs meter serial number (B)(4). The result at 9:19 a.m. Was >8.0 inr. The re-test using a new finger at 10:00 a.m. Was 3.8 inr. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr and they test weekly.

Manufacturer narrative:
Occupation is patient/consumer (patient's husband). The meter and test strips were requested for investigation. The meter and 2 test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.0 inr, qc 2: 5.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.